Event description:
It was reported that the patient received multiple inappropriate shocks. Upon interrogation high, out of range, pacing lead impedance and lead noise episodes were noted. The lead was explanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.